Event description:
It was reported post implant of a realize adjustable band, the tubing came off the connecto. This was determined when the patient went in for the first fill. The location of the strain relief is unknown. The locking connector was still attached to the port housing. The port was replaced. There was no impact to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.